Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The complaint device was returned for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and data was not available. The allegation was confirmed because a loss of connection was found in the bin file. The probable cause could not be determined. No injury or medical intervention was reported.